Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) stored an asystole episode when the patient was not symptomatic and that the episode appeared to be loss of electrode contact. It was questioned if noise had over saturated the amplifier. The icm remains in use. No patient complications have been reported as a result of this event.